Event description:
It was reported that redness and swelling were observed around the device pocket following a device replacement procedure. A pocket infection was suspected. The patient was given antibiotics. No further intervention was performed at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.